Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer went to the emergency room on (B)(4) 2015 and was hospitalized with diabetic ketoacidosis from (B)(6) 2015 and admitted into the intensive care unit. The customer was at band camp and experienced high blood glucose of 400 mg/dl, vomiting and pain. The customer was taken off the insulin pump at the emergency room and put back on (B)(6). Mother also reported that the customer received some no delivery alarms which were resolved by a complete set change. Blood glucose value was over 200 mg/dl. Customer would be sent other infusion set types to try.